Event description:
Patient developed an infection resulting from a tooth infection that migrated to the surgical site. During surgery, it was discovered that the poly was worn.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.